Manufacturer narrative:
Reported issue. When mics was being attached to robot a screw was cross-threaded. Case type: tka. Patient was not under anesthesia. Product inspection: mics-209063, sn# (B)(6), lot#42061116, RMA# (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual inspection test. Screw cross-threaded. Disposition: rtv. Inspected by: (B)(6). Device history review: device history records indicate (B)(4) were manufactured under lot k08ug and (B)(4) were accepted into final stock on 16-dec-2016. A review of qt16-12-0052 revealed that the issue is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42061116 shows 01 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
When mics was being attached to robot a screw was cross-threaded. Case type: tka. Patient was not under anesthesia.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When mics was being attached to robot a screw was cross-threaded. Case type: tka. Patient was not under anesthesia.